Event description:
A report of rapid battery depletion was received. The patient's database was analyzed and it was determined that the battery had an unexpectedly high compliance voltage measurements. A battery replacement was recommended.